Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for 8 pts when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the lab. Repeat analysis was performed using a different unicel dxi 800 access immunoassay system. The test results were within the normal range. The initial erroneous result was reported out of the lab. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management. This is event 5 of 8 reported by this customer. An MDR is filed for each of the 8 pts.

Manufacturer narrative:
Quality control (qc) was out and calibration had failed. Repeated the troponin calibration and passed. On (B)(4) 2009, the customer replaced aspirate probes and duckbill prior to arrival of the field service engineer. Ran system check. Foam/no foam testing, and 50 rep precision run using a low level control. All tests met specifications. Ran pt sample correlations between two instruments. Ran all qc. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for add'l reportable events. This is event 1 of 8 reported by this customer. Related mdrs are: 2122870-2011-04538, 04539, 04540, 04541, 04543, 04544, 04545.